Event description:
It was reported that there was t-wave over sensing when the physician was checking the patient during the visit. R-wave sensing appeared to be lower than at implant. The right ventricular pacing impedances were stable. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.